Event description:
Diagnosed with incomplete lupus shortly after having mentor smooth implants placed. Have battled infertility since having the implants placed and starting symptoms of rheumatoid arthritis. Excessive hair loss and joint pain ever since. Multiple miscarriages since having implants placed. FDA safety report ID# (B)(4).